Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with a horizontal trend arrow was reported with the freestyle libre sensor. On (B)(6) 2020, customer received unspecified low readings on the sensor and experienced a headache, inability to stand, body pain, and dizziness and subsequently lost consciousness. Customer had contact with the healthcare provider and a reading of 397 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and treated with fast-acting insulin and "lexotanil". The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.